Event description:
A 1 french PICC had been inserted in a baby and when they went to remove the stylet it broke away from the hub. The were able to remove it with forceps without needing to remove the PICC. The PICC remained placed for 10 days.

Manufacturer narrative:
The failed sample was returned vygon for evaluation and the events were part of the complaint investigation. The results of this investigation are as follows: vygon received a stylet and a y-piece as samples. The stylet came out of the y-piece and showed the typical little kink at its proximal end due to the assembling into the y-piece. Furthermore, the typical print inside the glueing was visible at the y-piece's hub. These observations indicate that the two parts were connected properly during manufacturing. Vygon checked the batch history records, and no deviations were found. Each catheter is flow and leak tested. Visual tests and incoming goods inspections are carried out and the tensile force of y-piece and stylet is randomly checked. For the involved batches the tensile force of the wire was between 9.89n and 11.38n and therefore within the specification. The average value of the tensile force of stylet and y-piece was 3.26 n and therefore within the specification as well. This is the third complaint received for batch 8067945 and the first regarding a stylet coming out the y-piece on code 4g07126112. The following information is provided in the product IFU regarding stylet removal, "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal." Based on the investigation, a root cause for manufacturing could not be determined as glue was present on the y-site and the stylet was kinked at the end where the adhesive is applied per the process. Therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor this issue.

Manufacturer narrative:
The failed sample was not returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
A 1 french PICC had been inserted in a baby and when they went to remove the stylet it broke away from the hub. The were able to remove it with forceps without needing to remove the PICC. The PICC remained placed for 10 days.